Manufacturer narrative:
The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: the report received from the field indicated that during an endovascular procedure, the physician reported that the lever/handle of the outback re-entry catheter was stuck. There was no reported patient injury. Multiple attempts have been made to gather additional information. However, no additional information regarding patient, lesion or procedural characteristics regarding this event has been provided. Analysis of the returned device did not confirm the reported malfunction. The product was returned for inspection. One non sterile outback was received coiled inside two plastic bags. Cannula was not deployed. No other damages were noted. During the functional test the cannula was successfully deployed and retracted. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported cannula/needle (outback only)/ retraction difficulty-partial could not be confirmed since the cannula was retracted. The handle/sliding difficulty-unable to slide could not be confirmed since no damages were noted in the cannula and it was fully deployed during functional test. The exact cause of the failure could not be conclusively determined. Neither the analysis nor the DHR review suggests that this failure is related to the manufacturing process; therefore no action was taken. In this case, it is possible that the difficulty experienced by the customer was related to procedural factors, vessel characteristics and/or user handling.

Event description:
The report received from the field indicated that during an endovascular procedure, the physician reported that the lever/handle of the outback re-entry catheter was stuck. There was no reported patient injury. Preliminary inspection of the returned product indicated the needle was protruding slightly. No additional information was available.